Event description:
According to the reporter, during a laparoscopic ventral hernia repair, the device was difficult to load and push the handle. The first 8 tacks reload loaded properly and fired as intended. Upon attempts to load the 2nd reload, a 5 tack reload, the reload was difficult to engage. If it would engage, we were subsequently unable to push the red fire button. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted the instruments had disrupted timing. A test reload was unable to be loaded onto the instruments due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition could be due to excessive manipulation during use. However because no single use loading unit (sulu) was received, it cannot be determined if the disrupted timing is a result of improper loading of a single use loading unit (sulu). The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A reload was unable to be loaded onto the instrument due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition could be due to excessive manipulation during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.